Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. E1: initial reporter address: (B)(6). G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
The patient was enrolled in the proactif clinical study with patient identifier (B)(6). It was reported that this patient was hospitalized for treatment of oedemato-ascitic decompensation. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day to the right liver. The catheter was positioned at replaced right hepatic artery with flow to medial lobe (segments IV/v/vi/vii/viii); 3.26 gbq of therasphere was administered to the right liver through a single vial. Post treatment dosimetry documented an uptake of the delivered dose; to total perfused liver was 208.1 gy and to total perfused tumor was 642 gy. Of note, the site confirmed there was a higher value of absorbed dose to the perfused tumor as compared to the pre-treatment dosimetry result. Additionally, the site confirmed that the "optimized" dosage was partly due to the absence of a dose to the gallbladder on the day of treatment and the dose was given over a larger volume (42 ml vs 33ml). On (B)(6) 2023, the hepatic MRI results revealed liver with chronic cirrhotic multinodular hepatopathy with the stigmata of radioembolization. Additionally, MRI results also revealed atrophy of the right liver. On (B)(6) 2023, 64 days post index procedure, the subject was diagnosed with oedemato-ascitic decompensation along with jaundice. On the same day, the subject was admitted to emergency department for further evaluation and treatment; concomitant medication was administered, and two ascites punctures were performed to treat the event. Later the subject was transferred to the hospital and continued on diuretics. On (B)(6) 2023, during the follow-up visit the ecog performance score was assessed as 3 and ascites was assessed as 2. The child-pugh score was assessed as greater than c10 and bclc score was assessed as d. On (B)(6) 2023, ultrasound was performed which revealed no puncturable ascites. The event was considered resolved and the patient was discharged.